Manufacturer narrative:
(B)(4). This report of a system error (se) 2240 alarm identified in the log of a homechoice (hc) device was not confirmed due to a lack of sample. There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. The lot number is unknown therefore a batch review was not performed. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. This MDR was submitted on (B)(4) 2010; however, due to a failed ack3, this MDR is being resubmitted on (B)(4) 2010.

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2010.